Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. No unexpected replace battery now alarms noted. The insulin pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, serial number label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was 7.6 mmol/l at the time of the incident. The mother reported a battery issue prior to the low battery alarm. She also noted a crack on the pump at the battery compartment. The insulin pump will be returned for analysis.